Event description:
It was reported that during start up of the cs300 intra-aortic balloon pump (iabp), the display was not working. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found the display only had vertical lines partially showing, the stm dissembled the display and changed out all parts indicated by the service manual. The stm reassembled and ran unit through a complete calibration and functionality test. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the display of the cs300 intra-aortic balloon pump (iabp) is not working. It is unknown under which circumstances this event occurred; however there was no adverse event reported.